Event description:
It was observed during the device evaluation, the colonovideoscope had a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cleaning brush was caught on the deformation of the tip metal part (spatter-like protrusion). The protrusion may have been caused by a spark generated by high-frequency output when a treatment tool was inside the endoscope or very close to the tip of the endoscope, which caused damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: pcf-h290zi user's manual, operation "chapter 3 preparation and inspection_3.8 inspection of functions combined with related devices", pcf-h290zi user's manual, operation "chapter 3 preparation and inspection_3.3 inspection of the endoscope", and pcf-h290zi user's manual, cleaning/disinfection/sterilization "chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together)_5.5 manual cleaning of endoscopes and accessories". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.